Event description:
A bipap a30 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the printed circuit assembly needs replacing due to being defective, which was unrelated to the reportable issue. The accessory port cover and screws on the top cover and bottom enclosure needs replaced due to these parts were missing on the device. This was unrelated to the reportable issue.

Manufacturer narrative:
This device (bipap a30) was manufactured (01/09/2012) which is prior to UDI implementation requirement. This device does not have a UDI, and no UDI will be listed in this report. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the a series. A field correction action(2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2205399 v27 (merlin risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ mduri001, mdtox002 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.